Event description:
It was reported that the pump battery was not charging. Multiple usb cables and ac power adapters were used. Customer's blood glucose was 219 mg/dl. Customer used pump and manual injections for insulin therapy.